Manufacturer narrative:
(B)(4). The complainant indicated that the delivery system was disposed and will not be returned for evaluation, and the stent remains implanted. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent has been implanted in the common bile duct (cbd) to treat malignancy during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, during catheter removal, the tip of the delivery system got caught on the proximal portion of the stent. Eventually, the delivery system was able to be pulled out and the stent was left implanted to complete this procedure. There were no patient complications as a result of this event.